Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. Volume of fluid drained that meets iipv criteria, found in the logs only. The root cause was identified to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device met specs relative to iipv in the logs.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 18:19 with a drain volume of 4161 ml during cycle 3. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.